Event description:
In the brachytherapy module of the radiation therapy treatment planning software, version 5.0, the doses at user specified calculation points are incorrectly computed for radioactive seed arrays containing more than one seed. The degree of error is seed-type dependent: the computed doses are 2.9% higher than expected for I-125; 4.3% lower than expected for pd-103; and 0.5% lower than expected for ir-192. For multiple seed arrays, the dose is calculated correctly only for the first seed, the dose is incorrectly computed for all of the other seeds, however.